Manufacturer narrative:
Lead model 3889, lot # v162346, implanted: (B)(6) 2008, explanted: (B)(6) 2009. Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported the patient fell once and had the device replaced. Additional information has been requested, but was not available as of the date of this report.